Event description:
It was reported that during use of the bd venflon¿ pro safety shielded IV catheter there was an issue with leakage at the port after a long procedure. The following information was provided by the initial reporter: at the end of a long case in a neuro theatre the anaesthetist (hl) went to flush the orange 14g cannula situated in the patients foot. When he took the flush out of the port site he noticed blood coming out. He put his thumb over the port site to stop the bleeding and took it off again to confirm that blood was coming out of the port site. The cannula was removed, put into a sample pot and the packaging was retrieved in order to send back to the manufactures. During the procedure, they connected a longer line with a stopcock for infusions to the cannula end. They infused some different medications (muscle relaxant and antibiotics.. ) with 5, 10 or 20 ml syringes through the port. The port had been used at least 5 to 10 times during the procedure. And they had the leaking issues after they have finished the case. They claimed that there is a problem with port /one way mechanism under the port, something was sealing the port and it was starting to leak when they open the port to infuse any of the drugs.

Manufacturer narrative:
H.6. Investigation summary: 1 used cannula hub (1 cannula hub attached with white cap) were returned for investigation. As the sample was contaminated, the sample was decontaminated before investigation. A review of the device history record revealed no irregularities during the manufacture of the reported lot. The used sample was subjected to visual inspection and catheter adapter leak test, no leakage was observed. Conclusion: unable to confirm the customer experience based on returned used sample. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd venflon¿ pro safety shielded IV catheter there was an issue with leakage at the port after a long procedure. The following information was provided by the initial reporter: at the end of a long case in a neuro theatre the anaesthetist (hl) went to flush the orange 14g cannula situated in the patients foot. When he took the flush out of the port site he noticed blood coming out. He put his thumb over the port site to stop the bleeding and took it off again to confirm that blood was coming out of the port site. The cannula was removed, put into a sample pot and the packaging was retrieved in order to send back to the manufactures. During the procedure, they connected a longer line with a stopcock for infusions to the cannula end. They infused some different medications (muscle relaxant and antibiotics.. ) with 5, 10 or 20 ml syringes through the port. The port had been used at least 5 to 10 times during the procedure. And they had the leaking issues after they have finished the case. They claimed that there is a problem with port /one way mechanism under the port, something was sealing the port and it was starting to leak when they open the port to infuse any of the drugs.